Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to pierce multiple cartridge septum's with the syringe. No impact to the customer's blood glucose. The customer changed the cartridge and was unable to fill it successfully.